Manufacturer narrative:
Weight: (B)(6). Photo analysis- visual analysis of the photographs identified through the video provided, it is not possible to determine the lot number and catalog observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, textured to smooth implant exchange.

Event description:
Healthcare professional reported a left side textured to smooth implant exchange. Physician reported "hole, non-specific" observed during surgery. The device has been explanted and replaced.